Event description:
The planned procedure was implantation of retrograde t2 femoral nail for fracture of distal femur. The surgeon had opened the knee and used the k-wire to open the medullary canal in preparation for reaming. The correct location of the k-wire in the canal was confirmed on ap and lateral x-ray. The surgeon began entry reaming the canal using the 12mm rigid reamer. The surgeon was having difficulty getting the reamer to enter the canal and after significant effort, managed to advance the reamer at a small distance. The surgeon then removed the reamer and k-wire and then discovered that the k-wire had broken. The surgeon then spent a considerable amount of time trying to remove the broken section of the k-wire from the canal. After various un-successful attempts to remove the wire, the surgeon decided to push the wire and advance it out through the fracture gap. He made an incision in the lateral distal femur to expose the fracture gap and remove the broken wire via direct visualisation. After this issue was resolved, the operation continued as planned. The surgeon was satisfied with the fixation outcome.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.